Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The fenestrated bipolar forceps was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, the grips opened and closed properly. The fenestrated bipolar forceps was fully functional, and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the log for system sk0823 on the reported event date was performed. Per logs, the instrument (pn: 471205-17/lot#: k13220110-0156) was used on (B)(6) 2022 on system sk0823. The instrument had eight uses remaining after last use. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion (e.g. The moved in an unexpected/unintended). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps did not work correctly under command. It moved upward instead of downwards. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the patient was 56 years old, date of birth on (B)(6) 1966, male.